Event description:
The reporter stated that the surgeon was inserting a 22.0 three piece collamer lens model cq2015 in the eye and the msi-pm injector tore the lens. The surgeon removed the lens without enlarging the incision. No pt injury. This is the first of two incidents for this pt. See mfrs report number 2023826-2006-00862 for the second report.

Manufacturer narrative:
A visual inspection of the returned product shows the injector has no visible damage. There is clear surgical residue on the injector. The lens was also rec'd and visual inspection shows one haptic is torn off and two portions of the lens optic is torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge was not returned for evaluation.